Event description:
Subsequent to bilateral lasik surgery with the intralase fs laser, several pts developed diffuse lamellar keratitis (dlk) postoperatively. Three of the pts (6 eyes) required secondary surgical intervention to lift the flap and/or lift and rinse the flap. During the device investigation, the surgeon discovered that the root cause of the dlk was a problem with their sterilizer. The site changed sterilizers and they have had no further problems with dlk. The dlk has resolved in all pts and the postoperative best corrected visual acuities are 20/40 or better.